Event description:
Synovitis [synovitis], knee effusion (both knees) [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt, initials and age unk with osteoarthritis (kellgren-lawrence grade 3 in right knee and grade 2 in left knee). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for two previous courses of synvisc in left knee (first course given at the age of (B)(6)). On (B)(6) 2002, the pt initiated intra-articular synvisc (hylan g-f 20) injection of the first course in right knee and third course in left knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2002, the pt experienced synovitis in both knees. On an unspecified date in (B)(6) 2002, the pt experienced knee effusion in both knees, 30 cc of slightly turbid fluid was aspirated from left knee and 36 cc of slightly turbid fluid was aspirated from right knee. The pt received treatment with 1 cc of intra-articular celestone (betamethasone) and 2 cc of xylocaine (lidocaine). On (B)(6) 2002, (after 48 hours) the pt recovered from the event of synovitis in both knees. The outcome for the event of knee effusion (both knees) was not provided. Action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of synovitis and knee effusion (both knees) was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the relationship between synvisc and the event of knee effusion (both knees). F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.